Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were not confirmed. The evaluation findings are as follows: the adhesive on the a-rubber had a white clouded area, due to wear of flexibility adjustment ring, the flexibility adjustment function did not work, the switch box had a scratch, the universal cord had a wrinkle, the protector of the universal cord on the s-connector side had a scratch, the paint on the s-cylinder was peeled, the objective lens had a scratch, the c-cover had a dent, and the connecting tube had a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus there was an e315 scope communication error on the evis lucera elite colonovideoscope that was identified during inspection for use. The intended procedure was diagnostic lower gastrointestinal examination. The procedure was completed using the same set of equipment. No patient harm was reported.